Manufacturer narrative:
On site inspection by local distributor showed the lift to be in good working condition, however, the safety latches on the sling bar were missing. Facility admits to have used non-liko sling on the lift at the time of the reported incident. The sling used in the transfer was not a liko manufactured sling, and therefore was not designed, tested or approved for use with liko patient lift. Liko strongly discourages the use of non-approved slings and accessories with their equipment.

Event description:
Facility reports resident fall. No injury reported.